Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a 21mm bioprosthetic aortic valve implanted eight (8) years, 11 months was disabled via valve-in-valve procedure due to severe stenosis and regurgitation. Preoperatively she was found to have a valve area of 0.4. A 23mm transcatheter valve was placed via transfemoral approach. The patient tolerated the procedure well and was transported to the cvicu in stable condition. The patient was discharged on postoperative day three (3).